Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device recorded multiple non-sustained oversensing episodes (nso). Events were suggestive of loss of capture (loc). Rv and lv capture were reassessed as the patient on this single day showed what appeared to be loss of capture during loc nso episodes. Capture was normal, and patient will be followed normally. No patient consequences.

Event description:
Related manufacturer reference number: 2938836-2019-13256.